Event description:
Per the clinic, the patient experienced an infection at the abutment site and subsequently was treated with oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on february 28, 2024.